Event description:
Customer reported that two years ago he had unexplained high blood glucose and kidney failure. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was high. Customer stated that his insulin pump was malfunctioning. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.